Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report, the customer had not addressed bg level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.